Event description:
Customer reported he "passed out" due to hypoglycemia around 6:00 p.m. On (B)(6) 2014, and he believes the insulin delivery of the infusion device is too high. He was unable to recall his blood glucose reading or symptoms prior to passing out. His son found him unconscious 6 hours later and contacted the paramedics, and the paramedics delivered a glucagon injection and then gave him brownies to eat. His blood glucose level was 45 mg/dl on the paramedic's meter. The alleged product was requested for evaluation.

Manufacturer narrative:
Awareness date has been updated with the date of 11/10/2015. The previous emdr listed the date as 05/30/2016.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.